Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. Analysis of the device memory indicated the criteria for right ventricular lead integrity alert were met. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert occurring every 4 hours and went to the hospital. The pacing impedance was noted to be increasing. The lead remains in use. No patient complications have been reported as a result of this event.